Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned because it did not power on with batteries or when it was plugged in. The event occurred during testing. The results of the investigation found that the device's downstream occlusion (dso) sensor was defective. There was no patient involvement.